Event description:
It was reported the customer went to the emergency room (ER) and subsequently admitted to the hospital with an low blood glucose (bg) level of 30 mg/dl. Reportedly, customer overcorrected via bolus delivery for a prior bg level and lost consciousness and had a seizure. Reportedly, paramedics were called and customer was taken the emergency room (ER). During hospital stay, customer was treated intravenously with fluids of saline. Customer was released from hospital on (B)(6) 2022 with issue resolved and no permanent damage. Systems check with tandem technical support confirmed the pump is functioning as intended.

Manufacturer narrative:
Per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.